Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a cubie pocket was failed to release. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4.1 and 4.2 were not detected on the bus. A field service engineer reconnected all connections, which restored all functions to normal. The engineer logged into the hardware test application (hta) and tested the cubies and drawer, confirming that all drawer functions were normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a cubie pocket was failed to release. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.